Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer. After charging the pump using an alternate wall adapter and usb cable, the issue resolved and customer continued to use pump for insulin therapy.